Event description:
The monitor bracelet that should have activated the code alert system on the facility's exit doors failed. An alarm should sound and the doors automatically lock when the resident approaches the sensing device to prevent departure by confused residents. Because this device failed, the resident was able to depart the facility without activating the system. The monitoring device had an expiration date of 6/2000. The MFR - code alert and the distributor - direct supply have both been notified and requested to file a report. This is just a follow-up from facility to assure that reporting is done.